Manufacturer narrative:
Philips has investigated this complaint. According to the information collected, the system was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the monitor didn't turn on and was black and invisible. The fse identified that the issue occurred due to the defective monochrome monitor. The fse replaced the monochrome monitor to resolve the issue. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the live monitor was not displaying images after start-up. The system was in clinical use. No user or patient harm has been reported. A philips field service engineer (fse) visited the site and replaced the faulty monitor. The device was returned to expected functionality.